Manufacturer narrative:
Other relevant device(s) are: micra , model #: mc1avr1 / expiration date: 28-sept-2022 / serial#: (B)(4) , UDI #: (B)(4) . Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 17-may-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died during the implant procedure. During implant of the leadless implantable pulse generator (ipg) when crossing the tricuspid valve there was a little jump in the catheter. It was noted the patient's anatomy was abnormal. It was also reported that when some contrast was shot a perforation was identified. Pericardial effusion and laceration were identified. Deployment of the leadless ipg was performed quickly after because blood pressure was not stable. A "tap" was placed. The patient bled out and died.